Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review. Results: (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Describe event or problem - a silicone toric single piece lens was inserted and removed. Event problem and evaluation codes: method code (process evaluation): medical review. Results code (evaluation result): per medical review - reportedly, intraoperative lens exchange was performed to address damage ("tear") of the single piece silicone iol upon insertion. Incision was not enlarged and no other tissue damage was reported. Another staar lens was implanted as a replacement. No reported postoperative sequelae. According to the report, by a nurse, dated on (B)(6) 20/15, the most likely cause of the event was unknown. It should be noted that at the time of the surgery the patient was (B)(6) years old and per FDA approved dfu: "silicone 1p toric iols are indicated for primary implantation for the visual correction of aphakia in persons 60 years of age or older in whom a cataractous lens has been removed by extracapsular cataract extraction." Conclusion - (unable to confirm complaint): based on the complaint history, medical review and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The customer reported that after the surgeon inserted the aa4203tl silicone three piece lens in the patient's right (od) eye, a tear was noted. The lens was removed without any patient injury and discarded. The backup staar lens was implanted.

Manufacturer narrative:
Pt weight: unknown. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Method: lens work order search. Results: a lens work order search was performed and there were no similar complaints within the work order conclusion: (unable to confirm): based on the complaint information and lens work order search, we were unable to confirm this complaint. (B)(4).